Event description:
It was reported that a patient underwent an pelvic floor repair procedure on an (B)(6) 2008 date. On (B)(6) 2008, the patient had developed genuine stress incontinence grade 2. The patient had sling implantation on (B)(6) 2009. The event is resolved.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 20011. (B)(4) - stress incontinence occurred. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.